Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment on 6 january 2017. The representative reported that the power control board for the imaging system was found to be faulty. A replacement power control board was shipped to the representative on 6 january 2017 and the replacement was performed on 17 january 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect power control board has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the site was preparing the use the imaging system for a post-operative spin and an audible popping noise was heard emitting from the imaging system when attempting to close the gantry door. Shortly after the audible pop, a burning smell was emitting from the imaging system. No additional information was provided. There was no reported delay to the procedure due to this issue. Though medtronic imaging was aborted, there was no impact on patient outcome.

Manufacturer narrative:
The suspect pcba battery chargers were returned to the manufacturer for analysis. The chargers was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The replaced charger boards were returned to the manufacturer for analysis. Investigation of the power factor controller (pfc) pcba board confirmed reported complaint. Failed visual inspection. Power resister is electrically over stressed. Unable to bench test due to over stressed component. The hardware investigation found that reported event was related to an electrical failure mode due to a defective pcba. Investigation of the pcba motor battery charger confirmed reported complaint. Pcba failed functional test. Channel as no load and minimum load output was higher than expected, whereas over load and max load were lower outputs than expected. Channel bs no load and minimum load output was higher than expected. Fan voltage was also found to be higher above the normal inspection parameters +36.73vdc instead of +27vdc. The hardware investigation found that reported event was related to an electrical failure mode. Faulty/defective motor charger board with higher voltages on channel a and b and on the fan channel. The pcba battery charger 1 and 2 are currently under analysis and pending results.